Event description:
Drug/diluent: 5fu. Fill volume: 89ml. Flow rate: unknown. Procedure: unknown. Cathplace: unknown. Incomplete infusion was reported. Start date of infusion: (B)(6) 2011. End date of infusion: (B)(6) 2011. The pump was connected to a gripper needle. The diluent mixing technique used was 3150mg 5fu in 63ml and saline solution 86ml. No adverse event.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Product pending receipt. Conclusions: a follow-up report will be filed when investigation has been completed.